Manufacturer narrative:
The reported event of loose or intermittent connection was not confirmed. The device was received with ventricular septum and ventricular setscrew missing. Analysis of the atrial setscrew found evidence of dents in the hex inset walls caused by the end-user by forcing the wrench tip at angles to the inset. When the wrench tip is not aligned properly to the setscrew inset, it forces the corners of the wrench tip down into the inset walls which wedges the corners of the wrench tip into the setscrew inset walls. This will cause the wrench to be stuck inside of the setscrew inset and when the user removes the wrench out of the device, the setscrew stuck is removed out of the device with it. This problem is related to the user¿s incorrect use of the wrench tool. Electrical and mechanical analysis performed after attaching a new ventricular setscrew indicated normal functionality and not connection issue observed. Battery assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
Related manufacturer report number: 2017865-2024-34789. It was reported, the ventricular lead was dislodged. During the lead revision procedure, the set screw in the device header became loose and was unable to be used. The ventricular lead and device were replaced to resolve the event. The patient was stable.

Manufacturer narrative:
Further information was requested but not received.